Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing noise was noted on the right ventricular (rv) lead. No sensing was noted in bipolar configuration. Diagnostic testing / trouble shooting was performed and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.